Event description:
The following has been reported: the device sn (B)(6) displayed an error 18 several times. After replacing the power supply board the device could be checked without error 18. Error 18 is defined as an ac power presence issue within the technical manual. Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed, reported event could be confirmed. Indeed, several errors 18 could be found in the log file provided. The subject device (model agilia sp mc, serial number (B)(6)) was not returned to our laboratory for analysis. However, suspected defective power board was sent back as a spare part to be investigated. At reception, it was noticed that the serial number of the device associated to the spare part received did not match with the one recorded in the complaint. Indeed, the device recorded in the complaint an agilia sp mc (B)(6). However, the one found with the spare part was an agilia sp (B)(6). Additional information provided allowed to clarify that the customer had exchanged the power board of the recorded device with the one of the other device that he did not use anymore. Upon reception, the subject part was submitted to a visual inspection. Component d1 was found bent and by touching it the solder broke. Then, cross-testing of the spare part was performed using a agilia sp test bench. It was possible to start the device in normal mode. When connecting the device on a rack, main supply was correctly detected. However, a short time later, an error 18 was triggered (ac power presence issue). Based on available information, the root cause of the reported issue is linked to a poor soldering of component d1. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.